Manufacturer narrative:
The device was in good general condition. A/c power cord was not returned with device. The device completed a performance verification test (pvt) without issue. The alarm logs were downloaded and reviewed. Summary of log analysis: engineering evaluates that the nurse programmed the rate at 508ml/hr instead of programming the volume to be infused (vtbi) and since the duration was programmed for 2 hours, the vtbi was auto calculated to 1016 ml (double the value the nurse wanted to program). After exactly 1 hour the infusion was stopped by a proximal air in line a alarm. The total volume infused was approximately half of vtbi (that is 508 ml). The complaint was confirmed with user error deemed the probable cause.

Event description:
The event involved a plum 360¿ infuser compatible with ICU medical mednet¿ software where during infusion, an over-delivery of magnesium was reported. The customer stated that, ¿set up of magnesium infusion 4g double checked with another staff nurse regarding the duration of treatment. Magnesium over 2 hours. Rate checked by another staff nurse. The infusion instead of going over 2 hours was completed in one hour¿. There was patient involvement but no patient harm.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending.